Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Functional display test failed. The screen was dim upon powering on the cycler. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient caregiver reported via phone that the patient¿s liberty cycler experienced distorted screen step 7 of setup. Caregiver tried to reboot the cycler, but the screen was still flashing, but was dimmer than before. Screen was dim during power up. Caregiver could not see the screen well enough to direct the patient into my settings to check the brightness setting. Replaced cycler due to brightness problem. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. The cycler is available for return. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.